Event description:
A malfunction on the pump was reported by the customer with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The issue involved a malfunction code that was resettable, and the customer received assistance from technical support to reset the pump, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.